Manufacturer narrative:
Clinical evaluation performed by medical affairs department: 18 years after primary cementless tha, the stem gets loose and needs replacement. From the images received, the pe insert looks in very good shape, given the lengthy operation time in a young patient, and there are no evident signs of osteolysis. This is probably a case of idiopathic aseptic loosening and no further conclusion can be drawn. Investigation performed by r&d department: from the information reported and the images attached it is visible only the proximal portion of explanted stem inside a transparent pouch. It seems that the body is free of ha coating: absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. The post-op x-ray analysis could possibly provide more insight, such as the evaluation of possible early rotational instability or initial stress-shielding. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported. Batch review performed on 09 april 2026: lot 072771: (B)(4) items manufactured and released on 03-jan-2008. Expiration date: 2012-oct-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with one similar reported event during the period of review. Root cause:aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
Revision surgery due to stem loosening after about 18 years and 3 months from primary surgery.